Event description:
It was reported that a pericardial effusion occurred post procedure. A watchman fxd curve access system (was) and a watchman flx closure device and delivery system (wds) was implanted. During the procedure, it was noted that the physician had difficulty advancing the pigtail catheter in the appendage. The versacross wire was advanced into the appendage and the pigtail catheter was advanced over the versacross wire. There was a period that the versacross wire was not fully withdrawn in the pigtail catheter and there was some forward advancement. It was suspected that this may have been when the pericardial effusion occurred, when the versacross wire loop was not fully deployed. There was no effusion noted during the procedure. The physician noted post procedure that there was a pericardial effusion. Pericardiocentesis was completed to treat the effusion and the patient was discharged.

Manufacturer narrative:
H6: patient code added. H6: evaluation conclusion code updated.

Event description:
It was reported that a pericardial effusion occurred post procedure. A watchman fxd curve access system (was) and a watchman flx closure device and delivery system (wds) was implanted. During the procedure, it was noted that the physician had difficulty advancing the pigtail catheter in the appendage. The versacross wire was advanced into the appendage and the pigtail catheter was advanced over the versacross wire. There was a period that the versacross wire was not fully withdrawn in the pigtail catheter and there was some forward advancement. It was suspected that this may have been when the pericardial effusion occurred, when the versacross wire loop was not fully deployed. There was no effusion noted during the procedure. The physician noted post procedure that there was a pericardial effusion. Pericardiocentesis was completed to treat the effusion and the patient was discharged.